Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician experienced difficulty crossing the valve with the right ventricular (rv) lead. The lead advanced inadvertently into the coronary sinus several times. It was then guided across the tricuspid valve and into the rv. The physician used 6 turns to fixate the lead. The lead impedance was 1400 ohms with no capture. The lead did not appear to have been securely fixed to the myocardium as no counterclockwise rotation was needed to remove the lead. Upon inspecting the lead, there was tissue inside the helix. No patient complications have been reported as a result of this event. The patient was part of the (B)(6) clinical study.